Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which that the device was running over the temperature specification (123 degrees, should be less than 118 degrees). It was also observed that the bearings were worn out. It was determined that the worn out bearings were causing the temperature issue. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the long attachment device was not working properly. During in-house engineering evaluation it was found that the device was running over the temperature specification, and the bearings were worn out. The event was not reported to have occurred during surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.